Event description:
It is reported that a stent could not be completely deployed in the common bile duct. Reportedly, about twenty five percent of the stent was deployed when the deployment wheel became non-responsive. Resistance was encountered during withdrawal through the 6 fr introducer sheath, so the physician removed the entire system together with the sheath. A new 6 fr sheath was inserted and fluoroscopy demonstrated no further complications. After the procedure, the physician examined the delivery system and reported that the broken stent that was left inside the delivery system caused the difficulty during withdrawal. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.